Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1 to 5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures noted during self test and confirmed in pump history due to broken trace on keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures. Customer was able to clear error and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.